Event description:
The incident involved a microclave® neutral connector and occurred on an unknown date. The customer reported that they have a clave with condensation. The customer later reported that it is hard to tell if it's condensation or part of the plastic. There was unknown patient involved and unknown harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Two new b3300 clave neutral connectors were returned in sealed unit packages. It was observed that the exterior of the clear film of the unit package had some areas that were visually slightly cloudy that were mistaken for condensation. There was no evidence of internal condensation within the packaging or within the fluid path of the b3300 clave neutral connectors. The slightly cloudy areas were on the exterior of the clear film and were only visual anomalies and did not affect the form, fit, function, or sterility of the new b3300 clave neutral connector assemblies. The visual anomalies were within packaging specification guidelines which states: sterile barrier system shall maintain sufficient transparency to allow visualization of its contents. The complaint was unable to be confirmed.